Event description:
It was reported the programmer shows an error message on power-up. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, a system error code was displayed during power-up. It was also noted that the floppy drive was damaged, the link electronic module (lem) failed a functional test and the hard drive will not reload software.